Manufacturer narrative:
The part and lot number of the device were obtained via email. A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Corrections added new code to investigation codes section

Manufacturer narrative:
The part and lot number of the device were not available. A search for non-conformances associated with the device's part/lot number combination could not be performed. The device was implanted in the patient and not returned to the manufacturer for analysis. Additionally, angiographic images were not provided; therefore, the reported event cannot be confirmed. The instructions for use (IFU) identifies aneurysm rupture as a potential complication associated with use of the device.

Event description:
It was reported that during treatment of an aneurysm, an embolization coil implant herniated through the inferior region of the aneurysm. Extravasation of contrast was noted and 50mg of protamine was administered. A balloon was used as a tamponade to control flow into the aneurysm and was kept inflated for five minutes. Repeat angiography was performed, which demonstrated no further extravasation of contrast. That patient's vital signs remained stable and aneurysm coiling was continued. The outcome of the event was reported to be "resolved without sequelae."